Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient has been trying to reach her rep to set up a time to meet because her ins needs adjustment. Pt said it feels like something has moved. Patient clarified she was talking about the stimulation. Patient noticed this about two weeks ago. Patient spoke with a rep and they were going to set up a time to meet at pain doctor's office. No further complications were reported. Additional information was rec'd from the manufacturing representative (rep) and it was reported that they met with the patient on jul-13th. The patient needed her adaptive stim reprogrammed. When she said something moved it was the increase in stimulation when she would lay flat on her back. No device issues were suspected. The rep reprogrammed the patient and her adaptive stim and the issue resolved.